Event description:
This lv lead was implanted on (B)(6) 2015 and remains implanted at the time. A call was placed to technical services on 4/24/2017 stating that yellow alert for low lv pacing percent due to lv oversensing of atrial signals. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).